Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received off no power. The customer's blood glucose level was 176 mg/dl. The customer also reported that the insulin pump did not receive low battery alert prior to the off no power alert. The customer reported that the insulin ump was not dropped and there were unattended alarms. Insulin pump will not be returned for analysis.